Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation.the possible root cause could be (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "for urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 2 of the catheters were unable to be deflated in two patients. One patient required remove in theatres, and the 2nd patient may also require theatre deflation, but that was not confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 2 of the catheters were unable to be deflated in two patients. One patient required removal in the operating theater and the 2nd patient might also require theater deflation, but that was not confirmed.